Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The device was interrogated and was noted to be normal. The device was reprogrammed and the lead remains in use. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the left ventricular (lv) lead output was further lowered as the patient was still experiencing diaphragmatic stimulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).